Manufacturer narrative:
One device was received. Per visual inspection, there was a crack in the knob of the main unit. Per functional testing, gas was leaking from inside the main unit. The complaint was confirmed. The root cause was a leak from the demand detector. It was unknown what caused the problem. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the demand detector assembly and the cracked knob. The device passed all functional and delivery tests.

Event description:
It was reported that there was leaking but origin was unknown. Patient involvement unknown.

Manufacturer narrative:
Date of event, d5: operator of device are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.